Event description:
Pt to have a peripheral angiography and intervention. While attempting to place a 4-french micropuncture sheath into the right femoral artery, it could not be fully advanced. Upon removal of the dilator and sheath, the lower half of the sheath was found to be cut off. The remainder of the sheath was removed used forceps. The dilator and wire had already been removed. Fluoroscopy showed no foreign object remained. The planned procedure was aborted. Pt sent to holding area and was discharged the following day. Ref MFR #: 1820334-2014-00142.